Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the water feedset tube of an mr290v vented autofeed humidification chamber leaked at the spike. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a break in the feedset tubing at the point of insertion to the water bag spike. The surface of the break is rough (not smoothly cut). A lot check revealed no other similar complaints of this nature for the lot number provided. Conclusion: the damage appears to be the result of the tube being pulled away from the spike, possibly due to the feedset being caught or under tension. Past investigations have shown that the problem has been caused by the user removing the spike by grasping the tubing instead of the spike. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any faults are detected the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."